Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the au5800 chemistry analyzer and observed that the sample probe was last changed in 2020. The customer replaced the sample probe which resolved the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), with negative anion gaps on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. Data was provided for one patient sample.